Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the customer was alleging that the speaker had no sound or distorted sound or only that there was a speaker malfunction error message, but no additional details were provided. A remote service engineer (fse) talked to the customer biomed who tested the device and confirmed the speaker was well connected and the speaker malfunction message was not present. The customer kept the device all weekend in the biomed shop to see if the message comes back and then come back to philips. The customer did not reach out again for this issue to philips. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue x3 monitor displays a speaker malfunction error message. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.